Event description:
It was later reported that the (B)(6) infection involved a different patient. The infection occurred at his implantable neuro stimulator (ins) site because the patient removed the staples himself after implant surgery and then took a shower. The patient¿s pump was removed due to the mrsa infection. The patient was not re-implanted.

Event description:
It was previously reported in mfg report # 3004209178-2013-12742 that the patient had a (B)(6) infection at the implantable neurostimulator (ins) site however it was later determined that the mrsa infection was related to the pump system. The patient experienced an mrsa infection at the pump site which was due to him removing the staples himself after implant surgery and then taking a shower. The pump was removed due to the (B)(6). The patient was not re-implanted.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4). Product type programmer, patient.

Event description:
It was reported the patient experienced an mrsa infection caused by patient picking at his incisions and patient not showing up for follow-up secondary to removing his own staples. The pump was used to deliver hydromorphone. Additional information has been requested, but had not been received as of the date of this report.